Event description:
It was reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was advised to plug the wall adapter into an outlet known to work and wait at least 30 minutes. After following these instructions, the pump began charging and no further assistance was required.